Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint of multiple safety reset alarms was due to a transient occurrence and total power failure alarm was due to an intermittent signal between the battery and main circuit board. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed multiple safety reset alarms. During evaluation, review of the device logs identified a total power failure alarm. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device displayed multiple safety reset alarms. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation could not confirm the reported complaint. Visual inspection of the pneumatic block revealed water contamination. The device was deemed beyond repair and scrapped. Resmed reference #: (B)(4).